Event description:
An initial MDR regarding this case was filed 11-aug-2023 (report number 3016798778-2023-00036). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from paired pump (B)(6) and remote (B)(6) show that the pump generated pump failure alarms 23 days before and again on the date of the complaint. No attempt was made to use the pair at any time between these dates. During investigation, the pump was disassembled and a hardware failure was observed to be the cause of the alarms. Logs from paired pump (B)(6)and remote (B)(6) show that the pump generated pump failure alarms on the date of the complaint. Residue was observed internally, likely the cause of the alarms. No cassettes or infusion sets were returned, so no further investigation is possible regarding the cause of the observed residue. Both systems were observed to have appropriately alarmed and entered failsafe states as designed.

Event description:
An initial report of patient hospitalization was received by (B)(6) on 12-jul-2023 and forwarded to millyard advanced medical products, llc on 13-jul-2023. The patient reported pump failure alarms and that she was in the emergency department, the status of her backup pump is unknown. The patient remained at the hospital for 12 hours while awaiting courier transport of replacement pumps. The patient then successfully resumed remodulin therapy and was discharged from the hospital. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.